Event description:
It was reported that patient experienced ineffective therapy. Patient had a fall. X-rays showed that the lead had migrated. The investigation was unable to determine which of the lead contributed to the event. In turn, surgical intervention may take place later to address the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), lot: 8009785. B3-date of event is estimated.

Event description:
Additional information was received wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.